Manufacturer narrative:
The device has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The pump reportedly has no power. The pt admitted that he may have bumped or dropped it recently, but claimed there is no physical damage to the pump. The pt replaced the battery and the power issue persisted. There was no adverse event associated with this complaint. A replacement pump was sent to the pt.